Event description:
It was reported that the patient experienced a loss of therapeutic effect and has been hospitalized for 3 weeks. The patient has been vomiting and nausea. He fell and hit his knees on the carpet before falling. He has pain across his abdomen. He was admitted to the hospital in serious condition. The company representative confirmed that the patient was still in the hospital due to nausea and vomiting.